Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarms during testing. The trace and history files were successfully downloaded using thump. A review of the pump history file reveals during october 2025 there were multiple no delivery (insulin flow blocked) alarms generated during basal and bolus deliveries. The earliest power data available per the power management tool/detail trace file is on 10/23/2025 at 12:53:59 pm. There was no power data available for the event date of 10/11/2025 however, the power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range utilizing the available historical data. Additionally, there were no battery failed alarms found in either the pump history and pump diagnostic trace files. The pump was cut open for visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: minor scratched lcd window (does not impact visibility), scratched case, pillowing keypad overlay, stained serial number label, stained keypad overlay, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. Insulin flow blocked alarm and rejecting new batteries complaints are not confirmed. Minor scratched lcd window is confirmed however, visibility is not affected. Cosmetic damage (crack) on the battery compartment (corner of the belt clip rails) and battery tube threads is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced scratches on screen impacting visibility, crack on back 3/4 of the pump, rejects new batteries, and random unexplained no delivery alarms. The customer reported no adverse event. The event involved product(s) mmt-387a, mmt-332a, mmt-1880l. Troubleshooting was initiated, and it was identified that the issue was a past event. No harm requiring medical intervention was reported. No product return is required for mmt-387a, mmt-332a, mmt-1880l.